Event description:
It was reported that the patient was experiencing some burning sensation at the ipg site and the leads had migrated causing inadequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076344 / 7076395.